Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system occasionally failed to boot-up properly and the image on the system's large screen intermittently froze and would remain as static. Troubleshooting and assessment of the of the system log files determined the most likely cause was a defect in the flexvision pc and hard disk. The fse replaced the flex vision and hard disk and reloaded the system software. The flexvision pc and hard disk were returned for failure analysis, but no root cause could be determined as no failure was observed. After the flexvision and hard disk replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.